Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate rounds of anti-tachycardia pacing (atp) therapy along with inappropriate shocks for an atrial arrhythmia, suspected to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) noted therapy was exhibited for this event. Ts discussed that electrophysiologist or cardiologist could be consulted for arrhythmia assessment. This ICD remains in service. Other than the inappropriate therapy, no adverse patient effects were reported.